Event description:
A customer reported to baxter (B)(4) an interlink injection site in which a leak was observed at the connection point with another unknown product. The process step was during use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. No conclusion can be drawn from the investigation.